Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 101 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.